Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No low reservoir alarm was noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no low battery alert noted. The pump was received with a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window. The drive support cap was inspected and no anomaly was noted. Unable to confirm the broken belt clip due to the pump being received without a belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of loose drive support cap, damage, low battery alert and low reservoir alarm from the insulin pump. The customer's blood glucose reading was 257 mg/dl. The customer stated that the pump was thrown against the wall and there were no signs of damage. The customer denied to troubleshoot. Customer will return the pump for analysis.